Manufacturer narrative:
The sample was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient vision was decreased. The iol was exchanged with in a secondary procedure. Clinical reason for explant was mentioned dislocated lens anterior.